Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse confirmed foreign black dot in the mesh filter, replaced all of the black hoses supplied in the hose kit, completed the water line disinfection process, ran and completed a test cycle with no error and no leaks, left the machine in working order and returned the machine back to the customer for normal operation, and completed the electrical safety test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Information received by medtronic indicated that the customer was unable to turn on the pump and the error code occurred but the battery cap was not broken. Troubleshooting was performed, explained the pump performs safety checks and the error was found. The customer received the other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.